Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "when using the oscillating saw in the 4 in 1 cutting block to prepare the femur for the implant, the surgeon noticed that one of the ceramic rods moving out of the block. Inspection immediately after the procedure confirmed a loose rod, block checked as per inspection protocol no rod fracture visible on inspection but potential for hazard identified."